Event description:
It was further reported that the r-wave has diminished significantly, and that twos appeared to occur during exercise.

Event description:
It was reported that there was twos (t-wave oversensing). Reprogramming was performed, including adjustment to sensitivity, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2008. (B)(4).